Event description:
Low pacing lead impedance was observed. Tts recommended isometric testing for any noise lead impedance changes. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.